Manufacturer narrative:
Set screw was not returned for evaluation. The hospital reportedly lost the device at the hospital and a lot number was not obtained. There were no x-rays available either for evaluation. Based on the lots that manufacturer sold to the distributor prior to the original surgery date, the implant could have been manufactured anytime between april 2011 and october 2013. A general review of this period manufacturing records did not reveal any contributing information h3 other text : device reportedly lost at the hospital

Event description:
Everest set screw backed out 10 months post-op.